Event description:
It was reported that the left ventricular leads could not be implanted; the leads were explanted same day. The leads were not used. The patient¿s condition post procedure was stable.

Event description:
It was reported that the left and right ventricular leads could not be implanted. The leads were not used and were explanted the same day. The patient's condition was stable post procedure.